Event description:
The customer reported that during a gastrectomy, bleeding under 200 cc occurred although an end tone, indicating a completed seal cycle, was heard. The bleeding occurred a the gastro-epiploic vessel near the pylorus, antrum and midway up the greater curvature of the stomach. The surgeon was able to control the bleeding quickly and effectively. Another device was used to finish the procedure and the pt has been reported to be in fine condition.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.